Event description:
It was reported that the patient presented asystolic, and there was no pacing or capture. A temporary pacemaker was installed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient presented asystolic, and there was no pacing or capture. A temporary pacemaker was used. The device was explanted and replaced. No further patient complications have been reported as a result of this event.